Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent brought the child to the hospital reporting that the child was not able to hear following a fall almost 2 months back ((B)(6) 2024). Further proceedings are unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
Parent brought the child to the hospital reporting that the child was not able to hear following a fall almost 2 months back ((B)(6) 2024). Further proceedings are unknown.